Event description:
During surgery, the physician fired the stapler. It started to fire and cut but then it stopped. It laid 3 or 4 staples on each end but would not cut. This caused a delay to the case as the surgeon had to reanastomose the bowel. Due to the misfired of the stapler the surgeon had to remove an additional 3 cm bowel segment. No excessive blood loss; procedure completed without further incident.